Event description:
Info received indicates the foot brake caster is not working or holding properly when in brake.

Manufacturer narrative:
The technician found the caster was worn. He adjusted the brake caster to repair the bed.